Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did any pieces fall into the patient - no.

Event description:
It was reported that during an open esophagectomy procedure, the device could not fire on the second firing. The surgeon added force and the firing knob broke down. The second firing was completed with the help of surgical tools. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device was discarded.